Manufacturer narrative:
A ge oec service representative investigated the issue and found a loose ev wire to the camera that was repaired. The collimator cover was found to be pitted and was replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a camera that would not rotate and artifacts were noted on images.